Event description:
I have been using the renu with moistureloc ever since they began to make it. I saw it advertised and sent for a sample to try. Since I had always had trouble with dry eyes, this solution felt very good, so I started using it on a regular basis. I never used any other solution during this time. I had seen dr a couple of years ago with itchy, burny, watery, light sensitive eyes. At that time he prescribed tobradex ointment (which is a steroid ointment) and told me it was probably an allery to makeup that I had been using. He told me to throw all of my makeup away and get new stuff, which I did. The tobradex helped and over the couple of years I would use it every couple of months when I would get a flare up of this condition. I would also throw away all make up and buy new stuff. I couldn't understand why I kept getting this. I even had to use it at times when I was pregnant in 2004. My eyes eventually became so bad in the summer of 2005, that I had to return to dr. I got more tobradex which was no longer helping, and returned to dr in november 2005. He then recommended that I see a dermatologist. I saw a dermatologist, who prescribed two different creams, panadal cream (a steroid cream) and elidel cream, gave me samples of protopic ointment to try and sent me for blood work two different times. He also suggested that I throw away any makeup and buy new stuff again. My eyes are constantly itchy and burn at times. Wearing contacts is uncomfortable and I must wear sunglasses outside because of the light sensitivity. I saw my optometrist in march 2006 for a check up and he said that I had a rash on the inside of my eyelids. He felt it was an allergy and gave me patanol drops. These were not helping, so I went back to him after learining about the renu solution. He prescribed lotemax (steroid drops also made by bausch and lomb). I did not want to use this since it was another bausch and lomb product. I saw an ophthalmologist. He told me to use the lotemax and also prescribed restasis. I am to see him again in 3 months.